Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole, heart block and syncope during follow-up and it was noted the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion with unexpected battery longevity. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Off-site battery analysis found the battery electrical resistance exceeds specification. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.